Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performed a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). The x-ray taken post-op showed the cup was improperly positioned. The case was completed successfully.

Manufacturer narrative:
Reported event: an event regarding a proud cup, involving 2.1 rio robotic arm int. Orth. System, catalog: 204000 was reported. Method & results: device history review: a review of the DHR associated with rio 244 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding a proud cup. There were no other reported events for the listed catalog number. Conclusion: the session data from the case was reviewed. An analysis of the system verification values and captured impaction values was completed. Based on the analysis, the final captured impaction value by the system was 1.62mm proud. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
The surgeon was performed a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). The x-ray taken post-op showed the cup was improperly positioned. The case was completed successfully.